Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetes complications. The customer did not know the blood glucose reading at the time of hospitalization and could not recalled the diagnosis. He complained of nausea, vomiting and gastroparesis. He stated that he developed (B)(6). He reported that he had been using the insulin pump up until the device alarmed button error. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent button response due to corroded keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with cracked case at display window corner, battery tube threads and minor scratched display window.